Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from the delivery system. It was reported the mitraclip procedure was performed to treat grade 4 functional mitral regurgitation. The clip was advanced to the mitral valve; however, the leaflets could not be grasped due to the large coaptation gap. The clip was not implanted and when retracting the mitraclip delivery system (cds), the clip got stuck on the tip of the steerable guide catheter (sgc) and the clip detached from the cds mandrel but remained on the lock line. No damage was observed on the sgc tip. The clip was retracted into the femoral vein and a cut-down was performed to remove the clip. No clips were implanted. Mr remains at 4. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The returned device analysis confirmed reported material separation of clip as only the clip was returned without mitraclip delivery system (cds). Additionally, the reported difficult to remove could not be replicated in a testing environment as device returned condition (clip only was returned without the cds). The reported positioning failure leaflet grasping-clip not implanted during procedure could not be replicated in a testing environment as it was related to patient¿s anatomy or procedural operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot-specific product issue from this lot. Based on the information reviewed, a cause for the reported difficult to remove cds from the steerable guide catheter (sgc) could not be determined. The reported material separation was a cascading events of difficult to remove cds from sgc. The reported leaflet grasping issue was due to challenging patient anatomy. The reported surgical intervention was a result of case-specific circumstances there is no indication of a product issue with respect to manufacture, design, or labeling.